Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that there was possibility the reported phenomenon was attributed to the electrical continuity failure due to the insufficient connection of the video connector of the subject device to the video processor. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified urology procedure using the subject device in combination with the video processor cv-190, it was found that the endoscopic image of the subject device on the monitor became black out. The user facility completed the procedure using the subject device. There was no report of patient injury associated with this event.